Event description:
It was reported that this device had a battery depletion error. The device was being checked prior to an MRI when the alert occurred on the programmer. The pulse generator has been implanted greater than seven years. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the shock impedance was less than 30 ohms. The patient had recently undergone a gastro-intestinal surgery procedure, and the system was being checked. An x-ray was done and reviewed. Technical services advised it may be due to extra fluid in the chest. The system remains implanted. There were no adverse patient effects. It was reported that this device had a battery depletion error. The device was being checked prior to an MRI when the alert occurred on the programmer. The pulse generator has been implanted greater than seven years. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects. On (B)(6) 2025, it was reported that, during implant testing, the shock impedance was less than 30 ohms. An x-ray was done and reviewed. The patient had recently undergone a gastro-intestinal surgery procedure. Technical services advised it may be due to extra fluid in the chest. The system remains implanted. There were no adverse patient effects.